Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm that reportedly leaked cytotoxic irinotecan through the device's spike filter during patient use. The impression was that the pressure compensation filter was not properly sealed or had adhered to the spike piece and the air chamber. In this event, the service staff was exposed to the cytostatic fluids. However, no harm was reported.